Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for non-sustained lead noise on (B)(6) 2016 at 11:28 pm. The alert was not cleared. Approximately two months later, the transmission indicated that the alert was triggered on (B)(6) 2016 at 12:25 am. It was suspected that daylight saving time contributed to the 1 hour difference. No intervention was reported, and the patient is asymptomatic and will continue to be followed normally.